Event description:
The pt reported receiving a rash with stimulation on. The physician prescribed benadryl. The rash has cleared and the pt is doing well.

Manufacturer narrative:
The system remains implanted in the pt and will not be returned for evaluation. This is the final report.